Event description:
Patient was admitted to hospital for jaundice in 2009, and discharged nine days later. Two days later, approximately 30 minutes after his second routine hemodialysis treatment following hospital discharge, the patient complained of nausea and vomiting. Patient was transported to the hospital and admitted. Patient's hgb was 5.5 and potassium was 5.9. Patient received dialysis treatment to correct his potassium and undisclosed blood transfusion. Patient was discharged eight days later.

Manufacturer narrative:
Device has not yet been returned, and investigation is ongoing at the time of this report. A follow up report will be submitted.